Event description:
Follow up information received reported that implantable neurostimulator (ins) had been loose in the pocket for the past 3 to 4 weeks. The patient refused further programming offers and other assistance. She stated that the device had "never worked" for her. The ins was to be explanted on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
Additional information: it was reported that the event was due to the stimulator flipping. The patient had a revision surgery on the stimulator. A follow-up report will be sent if additional information becomes available.

Event description:
A patient experienced a loss of therapeutic effect. She has never gotten great relief from the implant. Last sunday she felt something poking her when she lay down. The ins was protruding at a weird angle but she was able to move it so it was in a flat position. Now the ins rolls around and pokes her when she lies on her back. There was no known accident or incident related to this complaint. The patient was going to consider having the device removed due to her age and since it has not helped her. It was later reported that the device was going to be revised. Additional information has been requested.

Manufacturer narrative:
Recharger model 37752 (B)(4), programmer model 37743 (B)(4), extension model 3708140 (B)(4) implanted: 2009-(B)(6) explanted: extension model 3708140 (B)(4) implanted: 2009-(B)(6) explanted. (B)(4).